Event description:
The customer reported that an 840 ventilator was inoperable. The ventilator was not in use on a patient at the time the malfunction occurred. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphical user interface (gui) printed circuit boards (pcb) and backlight inverter printed circuit boards (pcb). The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).